Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02918. The same pt is represented in each medwatch. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. In 2010, the pt experienced mild pain and significant pain during intercourse. In 2010, the pt was examined by the physician who had performed the procedure. The physician palpated an area in her vagina that was very tender and told the pt the pain was due to a mesh exposure. The pt had a second opinion in 2011 with a urogynecologist who confirmed the mesh exposure as well as failure of the sling and recommended surgical intervention. Also, the pt's husband could feel something in the back of the vagina during intercourse. In 2011, the exposed part of the mesh was removed, but the pt opted not to address the sling due to fears of further complications. In 2012, the pt experienced pelvic cramping, pain, vaginal itching and discomfort, with moderate to severe pain during intercourse. The pt could feel parts of the mesh with her fingers in two places. The pt was seen by her gynecologist in 2012 for the persistent and worsening urinary problems of inability to fully void, bladder voiding involuntarily, as well as cramping, pelvic pain, vaginal pain and discomfort, persistent infection and palpable mesh exposure. The physician noted that the mesh was present in the vaginal wall in more than one place, and there was a hole where the mesh that had been extruding had been removed in 2011. The physician recommended to the pt to contact an expert in the field of mesh removal to try to get the mesh removed in its entirety because the physician stated when one part of the mesh is removed, other parts migrate to the surface.